Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. An authorized getinge distributor reported that from his investigations and understanding, the unit was on ac power when the incident happened, and upon his evaluation of the unit, the log file has no mention of any alarms or any electrical failure. The distributor tested the battery and found it to be fully charged and able to sustain the minimum number of minutes. The distributor was unable to simulate the fault and tested the unit a few times by switching off the ac power with the iabp unit running, and each time the iabp was able to switch to battery power without any issue. A supplemental report will be submitted if additional information is provided. Full name of event site: (B)(6). Full name of initial reporter: (B)(6).

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was being used on a patient, it suddenly shutdown. The customer immediately switched the iabp back on upon discovering that the iabp had shutdown, and therapy was continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The authorized getinge distributor has advised that the customer has condemned and disposed the iabp as of 13-feb-2019. No further investigation is required.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was being used on a patient, it suddenly shutdown. The customer immediately switched the iabp back on upon discovering that the iabp had shutdown, and therapy was continued. No patient harm, serious injury or adverse event was reported.